Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection confirmed a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. No missing piece confirmed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument cable was damaged. The customer used a backup instrument to continue with the planned procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was loose (cable dislodged but still intact). No fragment fell inside the patient. Post-operative tests (x-ray and/or ultrasound) was performed to attempt to locate a potential fragment due to instrument physical damage during intraoperative use and no fragment inside the patient was confirmed. There was no patient injury. The procedure was completed robotically with the same da vinci system.